Event description:
It was reported that during a gastric bypass procedure, the device fired proximal & distal staple did not form in the middle. Another device was used due to the resection and complete the procedure. No pt consequence.